Event description:
It was reported the patient¿s lead broke and the stimulator was removed in (B)(6) 2010. The entire system was explanted.

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-45, lot# v433247, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v433247, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v433247, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v433247, implanted: (B)(6) 2010, product type: lead. (B)(4).